Event description:
It was reported that the initial interrogation of a pt's vns at a routine office visit showed settings that were indicative of a faulted diagnostics test. The site indicated that a systems diagnostics test was performed at the last office visit that was likely not followed by a final interrogation. The pt's settings were then corrected after the unintended settings were discovered. No adverse events were reported as a result of the loss of therapy.